Event description:
In 2011 I had the essure procedure done in a private doctor's office ever since I've had the procedure done I've had bad pain on the left side of my fallopian tube, the coil on my left side is lost some where else, I've had two pregnancies, hair lost, back pain and pain during sex.